Manufacturer narrative:
Diagnostic/functional testing was performed at the philips repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The philips field service engineer (fse) authorized a standard exchange of the unit to resolve the customer's issue. The original unit had been sent to a philips authorized repair facility for further evaluation. Diagnostic/functional testing was performed, and results of functional testing indicate no speaker sound at start up test. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a defective speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported the unit makes no noise. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
(B)(6). D4: product UDI - the manufacturing date for the reported device isprior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The philips field service engineer (fse) authorized a standard exchange of the unit to resolve the customer's issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.